Manufacturer narrative:
The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the attune fb tibial impactor was cracked on the middle section. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s)

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was determined that the impactor broke when impacting tibia implant. There were no delays to the procedure. No injuries reported.